Event description:
On april 11, 2025, it was reported to midmark corporation that the back of a dental chair detached from the base. No injury was indicated to patient. Per the service note, the shoulder bolts that hold the backrest at the side of the chair, behind the touch pad controls, became unthreaded. Due to having previously reporting like incidents, midmark corporation has complied to file this instance.

Manufacturer narrative:
The device malfunction described in this report has been remedied by means of a corrective and preventive action on this device. The build date of this device was prior to implementation of the corrective and preventive action. No further concerns at the time of this report.